Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. The excessive twisting stress was applied to the distal end of the device. The instruction manual of the device states the corresponding method in case of an abnormality.

Event description:
Olympus medical systems corp. (Omsc) was informed by the facility that the distal end of the device got loose and was rotating during reprocessing. Other detailed information was not provided. There was no report of patient injury associated with this event.